Manufacturer narrative:
(B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced pain, dyspareunia, bleeding, incontinence, urgency, and vaginal discharge. The device remains implanted. No further patient complications have been reported in relation to this event.